Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. Customers stated that there was no patient involvement.

Event description:
Case #: (B)(4) case subject: npi 8300 failed leak down test account name: 3rd medical group sgsc lab account #: (B)(4) asset name: 8300 etco2 module, v8 asset location: contact: (B)(6) contact email: (B)(6) contact phone: (B)(6) contact mobile: patient or user involvement: no patient or user harm: no case description: tong had an etco2 module sn (B)(4) failed leak down test. Failure device type: alaris system instrument failure problem type: 8300 failure mode: troubleshooting/ error codes case resolution: I reviewed test set up with tong and found out she did not cap off the exhaust. I advised tong to close the exhaust and send her etco2 test set up drawing. Tong will follow my instruction. If she still have problem, she will call me back.